Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical to test for sars cov-2, false positive results were obtained by the laboratory personnel. Due to irregular looking curves, they reran the test on a different max and the result was negative. There was no indication that results were reported out and no report of patient impact.

Manufacturer narrative:
Investigation summary : the complaint of false positive results with the certest sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number ct1586. Issue was resolved by replacing the reader. The complaint is confirmed. The root cause is likely related to "reader". The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. The instrument met all acceptance criteria prior to release from manufacturing. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical to test for sars cov-2, false positive results were obtained by the laboratory personnel. Due to irregular looking curves, they reran the test on a different max and the result was negative. There was no indication that results were reported out and no report of patient impact.